Manufacturer narrative:
This device used for treatment and not diagnosis. The three broken threaded shafts and the threaded head were selected for evaluation. All four samples will be bagged, numbered, and addressed in turn. This subtask is assigned to screw piece 2. The head has been broken off of this screw and remains in the plate. Assuming that one of the threaded heads in the plate belongs to this shaft, the thread profile flutes, and minor diameter of 2.37mm suggests that this may be of the 02.210.1xx family of screws. If so, by adding the blueprint head height of 2.34mm from the neck to the length of the piece provided, this could possibly be a 02.210.118. The break area has a compression or wear mark on one side. There are compression type marks in the major diameter of the first two threads that are diametrically opposed. These would be consistent with an extraction. The remainders of the shaft threads are in good condition as are the flutes and tip. No evaluation of the head was possible except that the break of all three heads remaining in the plate appears to be clean and does not involve the drive, i.e.: the depth of the drive was not such that it promoted-caused the break.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Patient was involved in mva and was treated with an external fixation on (B)(6) 2010 for a bilateral wrist fracture. On (B)(6) 2010, surgeon removed the ex-fix and revised patient with a lcp distal radius plate and screw construct. Patient had a second mva on (B)(6) 2013 and was presenting with pain. X-rays revealed that the plate had migrated distally, and all four screws along the articular surface were broken. Patient returned to the operating room on (B)(6) 2013 for revision surgery. At this time, surgeon removed the plate and screws and revised patient with 3.5mm screws with k-wires for a wrist fusion. This report is for an unknown screw. This is 3 of 5 reports for (B)(4).